Event description:
The account alleged the head rest is going up on its own.

Manufacturer narrative:
The tech repaired a faulty connection on the left siderail inner printed circuit board to repair the bed.